Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one week post implant, a perforation of the right ventricle was suspected. A slight perforation was confirmed by cat (computed axial tomography). Surgical intervention was performed and the rv lead was repositioned. No additional intervention was required. No additional adverse patient effects were reported.